Event description:
It was reported that the device was suctioning very slowly, and then eventually stopped working. It is unknown if any blood was collected or discarded. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.